Manufacturer narrative:
The meter was provided for investigation where it was tested using retention batteries, test strips, and controls. Testing results (level 1 range = 30 - 60 mg/dl, level 2 range = 261 - 353 mg/dl): level 1: 44, 45, and 44 mg/dl. Level 2: 306, 314, and 304 mg/dl. All glucose values were within the specified maximum difference between measurements. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). On (B)(6) 2021 at 10:58 am, from the right hand, the result from the meter was 452 mg/dl. From the left hand at 11:01 am, the result from the meter was 326 mg/dl. On (B)(6) 2021 at 10:57 am, from the right hand, the result from the meter was 408 mg/dl. From the left hand at 10:59 am, the result from the meter was 283 mg/dl.

Manufacturer narrative:
The meter and test strips were requested for investigation. The test strips have been disposed of and are not expected to be returned. If the meter is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.